Manufacturer narrative:
No further information was able to be obtained from this customer. However, a sampled product was returned for evaluation. The handpiece was manufactured on june 6, 2017. Based on assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample showed no visible nonconformities. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The temperature of the handpiece was measured before and during burn-in test and was found to meet manufacturer specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during calibration the handle of the handpiece temperature increases slowly from "warm" during the testing (priming of the handpiece) to "hot" from the beginning of ultrasound (start of phaco). The handpiece was exchanged and the case was completed with no patient harm. Additional information was requested and received.